Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that the outer packaging is not closed on the blood collection device. No patient impact .

Manufacturer narrative:
H.6 investigation summary material #: 364314. Lot/batch #: 2350187. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes for crushed IV shield and open unit package were observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of crushed IV shield and open unit package was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes crushed IV shield and open unit package. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that the outer packaging is not closed on the blood collection device. No patient impact .